Event description:
It was reported to philips that the device will not work on battery, self test prompts battery is not applicable. There was no report of patient involvement.

Event description:
It was reported to philips that the device will not work on battery, self test prompts battery is not applicable. There was no patient involvement. The manufacturer's authorized asp evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery, which repair was declined. The device remains at the customer site and no further evaluation is warranted at this time.